Manufacturer narrative:
Additional information: h6, h11. H11:the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed external blood leakage on the right side of the set behind support plate. The specific defect that allowed the leak was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately six (6) hours after the start of continuous renal replacement therapy with a prismaflex m150 set, the "membrane ruptured and bleeding occurred". There was no report of patient injury or medical intervention associated with this event. No additional information is available.